Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the stopper of one tube had defective molding resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review and analysis of the customer photos, defective stopper molding was seen in the tubes. Additionally, 30 retained samples were subjected to a visual inspection for defective stopper molding, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the stopper of one tube had defective molding resulting in sample leakage. No adverse impact was reported regarding the patient or user.